Event description:
During the intervention, it was noted that the hub of the 2.75 x 18mm cypher stent was cracked. The doctor opened up another cypher stent and finished the procedure successfully. There was no pt injury reported.

Manufacturer narrative:
This device crb 18275 (lot 14049558) is distributed outside the united states; however, it is similar to the united states product cxs 18275. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.